Event description:
"No function" was reported. The symptom was clarified as the customer reported a red x in the ready for use indicator. They then ran operational check and it failed with an internal memory failure message. The device was evaluated by an fse, where it failed the operational check with an internal memory failure message, and subsequently failed to power up. There was no pt involvement.

Manufacturer narrative:
(B)(4). "No function" was reported. The symptom was clarified as the customer reported as red x in the ready for use indicator. They then ran operational check and it failed with an internal memory failure message. The device was evaluated by an fse, where it failed the operational check with an internal memory failure message, and subsequently failed to power up. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.